Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
This patient underwent endovascular repair for a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. In 2007, the patient presented to the hospital with dizziness. It was discovered that the device was partially obstructing blood flow to the aortic arch. The device was explanted and returned to gore.